Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that upon insertion of sensation 40cc intra-aortic balloon (iab) balloon catheter, patient hemodynamics did not respond as expected and that the patient worsened.